Event description:
Title: xxxxx. Event desc: number 10 knife blade broke when using on patient. Doctor aware, search incisional site, x-ray taken and viewed by all. Room also searched. X-ray was negative for any foreign body. Broken piece of blade was not found. Patient incurred additional operating room time and x-ray as a result of this event. No other harm. Original intended procedure unknown. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.